Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2023. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 4581 is to capture posterior capsule opacification (pco). Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has almost the same amount of astigmatism post-implantation of the intraocular lens (iol) in the left eye that there was pre-surgery, but only a different axis. Pre-surgery, the patient had 1.55 diopter of astigmatism and post-surgery the patient has 1.25 diopter of astigmatism. The surgeon noted that it is almost like there is no astigmatism correction in the eye. Post-operative day one, the patient¿s visual acuity (va) was 20/30 and then over time the vision got worse and the patient was experiencing blurry vision. The surgeon performed yttrium aluminum garnet (yag) laser capsulotomy in (B)(6) 2023, as the patient had posterior capsule opacification (pco) and the surgeon thought yag would help with patient¿s blurry vision issue. The patient¿s vision was getting worse prior to yag and then continued to get worse after yag was performed. The patient¿s va went from 20/40 to 20/60. Currently, the patient¿s uncorrected va is approximately 20/50 or 20/60, and corrected va is 20/25 with -1.50 + 1.25 @ 125 with prescription glasses. There is no issue with the lens placement, the lens is in the right place. The patient is a high hyperope and has dry eyes. The surgeon initially thought the dry eye could be the issue, so the patient was put on artificial tears and now restasis. Now the patient is much more lubricated, but vision is still the issue. There was no patient injury. The surgeon is considering performing a limbal relaxing incision, but is not sure it will help much and believes that the patient will still have some of the residual astigmatism. The surgeon is also considering a lens exchange, but is not sure what other lens to implant at this time. No further information was provided.